Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 5 of previously reported medwatches(reference 1825034-2013-03774 / 03777).

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection on (B)(6) 2013. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 allegedly due to infection. All components were removed. No further information has been provided to date.